Event description:
The customer reported obtaining discrepant automatic and primary mode hemoglobin (hgb), red blood cell (rbc), and hematocrit (hct) patient results, for one patient sample, involving the lh 500 hematology analyzer. The customer stated that the instrument generated hemoglobin and hematocrit (h&h) check failures and platelet voteouts for the sample. The discrepant results were not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The customer did not provide any patient data for this event. Quality control (qc) results prior to the sample runs were within the established ranges; however, qc results failed on all levels following the event. The samples were collected in a 5 ml ethylenediamine tetraacetic acid (edta) anticoagulant tubes.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and requested for the customer to zap the apertures, clean the blood sampling valve (bsv), and start the disinfect cycle. The customer called back and reported that the issues recurred in addition to the pressure/vacuum errors generated by the instrument. The cts advised the customer to adjust the 60 psi compressor to specifications, refit the vacuum jar, and clean the bsv. The customer stated that the issue persisted and service was requested. A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse cleaned and reinstalled the white blood cell (wbc) aperture, and replaced the aperture o-rings but the issue was not resolved. The fse confirmed the hemoglobin and hematocrit (h&h) check failures and wbc voteouts, and discovered that the high vacuum was out of specifications at 17.6 hg when it should be at (B)(4). The fse ordered a wbc aperture, aperture housing, and compressor for a return visit. The fse returned to the customer's site on the following day and reported that all control levels were not within specifications. The fse replaced the wbc bath and aperture housing, the compressor unit, and the wbc aperture. The fse then encountered flow cell errors as a result of improper mixing in the differential mixing chamber. The fse replaced the erythrolysed pumps, stabilyse pump, the bubble formation pump for wbc mixing, and sample line from mixing chamber to the flowcell to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the discrepant results are attributed to the wbc bath, wbc aperture assembly, and failed system compressor.